Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple knives were blunt during cataract surgeries. No patient harm was reported. Additional information has been requested. Additional information received clarified that there was a total of three blunt knives experienced. Alternate knives were obtained in order to complete each procedure. It was confirmed that there was no harm to any patient.